Event description:
It was reported that the patient received inappropriate shock for a fibrillation with rapid ventricular response. No more issues were noted. The patient is well.

Manufacturer narrative:
(B)(4).